Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The patient's blood glucose results were 4.7 mmol, 8.2 mmol, 6.1 mmol. Tests were done within 20 minutes with a difference of 33%. Patient did not experience any adverse events. No further information has been reported.